Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the rep met with the patient for a normal programming session, and the patient claimed to have been having issues getting the battery to charge for a long time. The patient claimed that they either could not get good coupling or they could not get the battery to charge very much during a charging session. At the appointment, the rep stated they were unable to get the clinician programmer to communicate with the ins. The rep stated that when performing antenna locate (al), they were getting 84 consistently and the range on the ins recharger (insr) was 24-96. Technical services (ts) reviewed that with that position, it was expected that the connection to the battery would be good enough to pull it out of overdischarge. The rep was to discuss with a healthcare professional (hcp) and the patient the option of pulling the battery out of overdischarge versus potential replacement as the battery was nearing end of service (eos). No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's weight was not taken and the patient didn't know their weight. The patient reported that they had difficulty charging their device 6-8 months ago and so they stopped charging around this time. The patient's battery was overdischarged; the representative couldn't communicate with their clinician programmer and the antenna couldn't find the battery for a possible reset. They informed the patient and their physician's assistant that the battery couldn't be reset due to the difficulty in coupling. The patient was going to wait until they had insurance to have their battery replaced. No further complications reported.